Manufacturer narrative:
UDI#:( (B)(4). Initial reporter: last name of initial reporter was not provided. The field service specialist (fss) visited customer site to inspect the unit. Fss replaced and then recalibrated the touchscreen, which resolved the reported issue. While on site, fss also replaced the broken mayo catch tray arm as well as performed vacuum calibration and the field service checklist. The system passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the whitestar signature system is freezing up after it goes through self test, that touch screen is unresponsive. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Mfg date: in initial report, the device manufacture date provided was incorrect. The correct date of manufacture is 9/24/2008 and is included in this follow up submission. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The last name of the initial reporter was provided. The reporter's full name is (B)(6). All pertinent information available to abbott medical optics has been submitted.